Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467. Product ID: 9735368, serial/lot #: (B)(4). Analysis of the 9733560 found insufficient information. Analysis of 9733467 found the issue to be related to the ram of the computer. Software is functioning as designed. Analysis of 9735368 found that the computer components were damaged or failing. When initially powering on the system was power cycling every 5-7s. The ram modules were reset and the system was still cycling. Systematic testing of each card revealed that one card was malfunctioning. A known good memory module was installed and the system was then performing normally. The system passed the memetest86 and the hdd report did not have any errors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation while in functional endoscopic sinus surgery (fess) procedure. It was reported that after registration process, the field was cleaned. After this the site looked at the navigation system screen and stated that the medtronic logo was displayed on the screen. Site force shutdown the system and restarted several times but the issue persisted, and the system did not boot up. The procedure was completed without the use of navigation system. There was no delay to the procedure. No known impact on patient outcome.